Manufacturer narrative:
Distributor received, the pump. And pump history confirmed, a malfunction alarm, occurred on the event date. A new cartridge was inserted and pump was turned on. Malfunction alarm did not reoccur. Pump was functioning as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer reverted to using an alternate method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.